Event description:
Customer reported unexpected negative reactions with the ab_ID assay on the galileo with a patient sample.

Manufacturer narrative:
Reactivity of the k antigen was confirmed on retention capture-r ready-ID, lot id101. The customer did not return product or sample for investigation testing. It is not possible to rule out the sample as a cause of the event.